Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation and migration occurred. No further patient complications were reported. It was further reported that on (B)(6) 2004, the greenfield filter was deployed with the tip just below the level of the renal veins. Radiograph was performed post placement and revealed that the filter to be at the l2 level. No gross ivc abnormalities were evident on the ivc gram. No definite thrombus was seen within the left external iliac vein or central to that point. The thrombus was first visualized in the left common femoral vein and infusion begun at that location. The ivc was noted to be successfully placed without incident. On (B)(6) 2017, the patient received a CT of the abdomen without contrast. Findings revealed that the aorta is normal in caliber and the vena cava has a normal CT appearance. The greenfield filter is present with inferior displacement, with prongs within the proximal left and right common iliac arteries.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2004. On an unknown date it was noted that perforation and migration occurred. No further patient complications were reported.